Event description:
Reportedly, an edwards' mitral bioprosthetic valve was explanted after an implant duration of 32 days due to a recurrent endocarditis. Op report indicates patient had previous complex endocarditis with mitral annular abscess and hemorrhagic cerebrovascular accident. She now developed severe mitral regurgitation secondary to a perivalvular leak. She had extensive neurological workup and is at high risk for recurrent cva. Operative findings indicate the mitral valve prosthesis was dehisced from the mitral annulus at the a3/p3 area. There was no tissue ingrowth into the sewing ring, and residual phlegmon was noted around the annulus, consistent with recurrent endocarditis. A 33-mm stented porcine valve was placed , and tee showed no perivalvular leak; however, did show impingement onto the aortic annulus. Therefore, aortic valve replacement using a 25-mm stented bovine pericardial valve was performed. Both prosthesis were well seated without any significant perivalvular leak. Heart function was good post pump. Patient was also diagnosed with paroxysmal atrial fibrillation.

Manufacturer narrative:
Evaluation: method = device requested, but not yet returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The type of infection (pathology report) was requested but not yet provided. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There has been no information to suggest a device quality deficiency during manufacturing which may have caused or contributed to this event.